Manufacturer narrative:
The actual sample was discarded. However; the customer returned one new unused lifeshield microbore extension from the same lot. The set was tested per product specification and no leakages were observed. The reported complaint of leakage was unable to be replicated or confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that the oncology unit has experienced leaking from their 0.2-micron filter tubing. It was indicated that it was specifically leaking from the filter. Their current practice is changing the tubing/filter after day 2 of administration. There were no issues noted during the initial priming/set-up of the set. It is unknown if the chemotherapy being used came in contact with the patient but unfortunately, some chemo was wasted because of the leaks. She confirmed that the chemo spill was cleaned up per facility protocol. There was no harm to the patient reported. No additional information is available. This is report 1 of 3.